Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the monitor exhibited a damaged printed circuit board, and digital video interface output damaged/bad connector resulting in no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the ¿no image¿ event occurs due to the faulty printed circuit board and digital visual interface terminal. Olympus will continue to monitor field performance for this device.